Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00084, 3002806535-2022-00085. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: there was an oxford warranty due to a case performed by dr (B)(6) on (B)(6)2016. Loosening of oxford implants causing pain. Patient outcome: revision.

Manufacturer narrative:
(B)(4). Complaint summary: adequate photographs have not been provided and product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified: 1 additional similar complaint for the reported item 161469 and no additional complaints for the reported item and lot combination. 2 additional similar complaints for the reported item 154722 and no additional complaints for the reported item and lot combination. No additional similar complaints for the reported item 159548 and item and lot combination. These devices are used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. It has been confirmed that the implants are not within the scope or subject of any field actions or recalls which could be attributed to reported event. The likely condition of the devices when they left zimmer biomet is conforming to specification. The reported event has not been confirmed as relevant photographs have not been provided and product has not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00084-1. 3002806535-2022-00085-1. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. H3 other text : item not returned.

Event description:
Describe event or problem it was reported, that: there was an oxford warranty due to a case performed by (B)(6) 2016. Loosening of oxford implants causing pain. Patient outcome: revision.